Event description:
During surgical case, a 6 mm stryker self-tapping screw head broke off; head was removed and was placed in a container. The remainder of the screw was left in place. A stryker rep was working with the physician and was present when this happened.